Event description:
The customer contacted philips healthcare to report an unspecified issue with the apex paddle of the paddle set. There was no reported patient involvement.

Manufacturer narrative:
(B)(4).